Event description:
In 2009, the patient reported that yesterday she had elevated blood glucose readings of 190-200 mg/dl with her target range being 70-150 mg/dl. She said she was unsure if her primary insulin infusion device delivered the bolus amount she programmed. She switched to a different infusion device and her blood glucose returned to her normal levels. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.